Manufacturer narrative:
The product number reported does not have a texium connector in its assembly and therefore an investigation for texium leakage could not be conducted. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 25025433 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: we had a primary tubing leak from the texium tip today. We replace the tubing with lot number: (10)25025433 exp: 02/21/2028.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.